Manufacturer narrative:
Manufacturer's ref. No: (B)(4).

Event description:
It was reported that patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter on which a medical device entrapment occurred requiring surgical intervention. During the procedure, the thermocool® smart touch® sf bi-directional navigation catheter got stuck in a pulmonary vein. The physician pulled back the catheter; however, it could not be released from the pulmonary vein. The patient was transferred to the operating room (or). The cardiac surgeon performed a thoracotomy to remove the catheter from the patient¿s body. The patient was reported to be in stable condition. No further intervention was required as no effusion was observed. The patient was transferred to the coronary intensive care unit (cicu) and required extended hospitalization for monitoring purposes. Patient¿s outcome was fully recovered. Physician¿s opinion regarding the cause of the adverse event was that it was procedure and patient condition related. The medical device entrapment was assessed as a reportable issue. If the device got stuck somewhere inside of the patient¿s body, and surgical intervention is required, this issue is reportable. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The manufacturing record evaluation has been provided on january 28, 2019. A manufacturing record evaluation was performed for the finished device 30112272l number, and no non-conformances related to the reported complaint condition were identified. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 5, 2019. It was reported that the patient underwent a re-do atrial fibrillation (afib) ablation procedure. During the procedure, the thermocool® smart touch® sf bi-directional navigation catheter was being used to define the branching of the right inferior pulmonary vein (ripv), the physician took an angle into the ripv with the catheter which seemed to allow for removal; however, the catheter got stuck. Force was applied to remove it from the ostia of the vein, there was noted 40-45 grams of retraction force and a large impedance rise. Attempts at placing the sheath over the ablation catheter to free up from the pulmonary vein were attempted but were unsuccessful. It is unknown if the sheath entirely encompassed the catheter. When the surgeon was asked about what it took to pull, surgeon responded that he was able to pull the device out with a fair amount of force but without damage. Thought was that catheter was stuck in a small pulmonary vein branch. Manufacturer¿s reference number: (B)(4).